Manufacturer narrative:
(B)(4).the incident sample was not returned to covidien for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted

Event description:
The customer's medwatch report ((B)(4)) stated the bovie pencil was placed unsheathed on the patient's thigh. It burned through the drapes and burned the patient' skin. Silvadene was prescribed and no further medical attention was required. Device not retained or returning for evaluation.